Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p and ventralex hernia patch on (B)(6) 2012 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p and ventralex hernia patch on (B)(6) 2012 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per op notes, "a ventralex mesh (device #1) was placed and sutured." (B)(6) 2014 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with partial explant of ventralex mesh (device #1) and implant of synthetic mesh. Per op notes, "the mesh (device #1) was excised with the exception of the well incorporated mesh portion and a synthetic mesh was placed and sutured." (B)(6) 2017 - patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with composix l/p mesh (device #2). Per op notes, "the previously placed mesh was visualized, and a composix l/p mesh (device #2) was placed and tacked."